Event description:
On friday- [redacted date] we experienced a crack in the luer-lock port on one easypump 200ml/hr (100ml) pump while our pharmacy technician was compounding. The medication additive port seems to be leaking due to a crack. The product was not sent to the patient. It was quarantined and send to b. Braun for review. Received a letter with a report from b. Braun on [redacted date]. Manufacturer response for easypump 200ml/hr, easypump ii st 100-0,5-s-us (per site reporter). Mfg wrote back confirming the issue and informing us of their corrective action in the manufacturing process.